Event description:
It was reported that during implantation there was a surgery complication, patient had a pulmonary embolism/ dvt.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, a pulmonary embolism is a well-known complication/risk of a surgical procedure. However, the information provided is insufficient to determine whether the post-operative pulmonary embolism is due to a pre-existing or concurrent medical condition. Therefore, the exact root cause of the pulmonary embolism cannot be determined at this time. But as a relationship to the procedure in time correlation cannot be excluded and as agreed upon by the surgeon as it has been communicated by the doctor ¿that this is not a product failure but a surgery complication." The patient¿s current medical status has been reported as resolved. No further clinical assessment is warranted at this time based on the information available. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.